Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient product ID 977c265 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they confirmed with their physician that there was an issue with the leads. Pt reported they did not know the cause of the issue. Pt noted the rep came out to try to fix the issue, but it did not work. Pt noted they have had pain in their lower back for 2 years and wanted the machine to work. Pt reported the issue has not been resolved and no other actions were taken. Pt noted being tired due to no sleep and pain in their lower back.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative. Pt called back from number in phone 2 asking if a rep wa s going to be at their appointment on the 9th. Agent reviewed role of rep and redirected to the office to make sure a rep would be there. Additional information was received on (B)(6) 2024, rep stated patient lost controller, was sent replacement equipment but ins hasn't been charged in over a year. Caller stated that when patient attempts to charge ins, it doesn't locate ins. Caller was reviewing the equipment patient had and asked what the green controller was for and why it stated it was non-functioning - tss reviewed that was the controller used for shipping and patient should not use it as it is not a functioning controller. Tss reviewed that patient should use the functioning equipment they have and will need to go through passive recharge cycle(s). Tss reviewed how to initiate passive recharge cycle(s) as the patient's controller wasn't charged so they weren't able to do further troubleshooting at this time. Additional information was received from the patient via patient letter. Patient does not know the cause. It was fixed but it's not in the place where it's supposed to be in the lower back not crotch area. No steps are being taken to correct the problem. Issue has not been resolved. Pt thinks the internal wires are messed up. Patient's weight at time of event is 173 pounds.